Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from the rv septum two weeks after implant. The lead was explanted and replaced. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.